Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 300 mg/dl with ketones deemed life threatening by a healthcare provider on (B)(6)2025. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin and electrolytes to address the elevated bg. Customer was discharged 3 days later, 10/5/2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.